Event description:
During preventative maintenance of the device, the field service representative reported that the rubber boot covering the on/off switches was torn. Since the event occurred during preventative maintenance, there was no patient involvement during this event.